Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update has been launched to better identify the thermal sensor errors. A new cobas¿ sars-cov-2 & influenza a/b script to better detect abnormal pcr curves will be made available in due course. Consignees have been notified. Facility name ((B)(6)) truncated due to character limitations. (B)(4).

Event description:
During the course of an investigation and review of customer-provided data, it was identified that 3 patient samples generated potential false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. Run #1236 made a potential false positive call for the sars-cov-2 target: assay tube lot 00803x. Run #1292 made a potential false positive call for the influenza b target: assay tube lot 00928z. Run #1564 made potential false positive calls for all sars-cov-2, influenza a and influenza b: assay tube lot 01020z. No patient details have been provided and no harm was indicated. Three mdrs will be filed, one for each patient sample.